Event description:
It was reported that following an ablation procedure, a patient experienced quadrantanopsia. There was no reported intervention. There were no further patient complications reported in relation to this event.